Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went to auto mode and that they experienced a high blood glucose level of 500 mg/dl. The customer¿s blood glucose was 314 mg/dl during the call. The customer treated with insulin pump. The customer stated that they have turned off the auto mode, changed infusion set, and that the settings were correct. The product was not returned for analysis.